Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Upon removing the cassette, pt's wife found the cassette door was wet. They dried out the inside and re-set up with new supplies and completed treatment. Pt had no adverse effects and did not require any med intervention. Sample is not available; sample was discarded.